Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer. A field service engineer successfully replaced the power supply to the all in one display to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medbank es system experienced water damage to its cabinet. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.